Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: evaluation revealed multiple cracks in the battery compartment. Evaluation also revealed a dim, discolored display. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 24-oct-2018.